Event description:
It was reported that approximately ten weeks after implant the patient developed possible vegetation on the right ventricular lead with possible infection. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 ICD (B)(6) 2014. (B)(4).